Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and 2 lvps found tagged out with a 'post-it' note stating "pump keeps turning off, pump needs to be serviced send to biomed". The pump was turned on to check/confirm on most recently used profile(oncology/palliative) but the battery run time was not checked. The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is not due for battery replacement and pump was not due for service. The reason for pump shut down was unknown. There was patient involvement but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and 2 lvps found tagged out with a 'post-it' note stating "pump keeps turning off, pump needs to be serviced send to biomed". The pump was turned on to check/confirm on most recently used profile(oncology/palliative) but the battery run time was not checked. The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is not due for battery replacement and pump was not due for service. The reason for pump shut down was unknown. There was patient involvement and no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Omit : a070803 - failure to power up (1476), b17 - device not returned, c20 - no findings available, d15 - cause not established, e2401 - insufficient information, f24 - insufficient information, g07001 - part/component/sub-assembly term not applicable. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and 2 lvps found tagged out with a 'post-it' note stating "pump keeps turning off, pump needs to be serviced send to biomed". The pump was turned on to check/confirm on most recently used profile(oncology/palliative) but the battery run time was not checked. The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is not due for battery replacement and pump was not due for service. The reason for pump shut down was unknown. There was patient involvement and no harm.